Event description:
Edwards received information that a patient with a 21mm 11500aj aortic valve inspiris resilia underwent valve-in-valve procedure after an implant duration of approximately seven (7) years due to severe stenosis and calcification. The patient presented with dyspnea attributed to the surgical valve dysfunction and was hospitalized for treatment. The device was replaced with a non-ew device (evolut fx+ 26mm) successfully.

Manufacturer narrative:
Added information to b2, b5, b7, h6. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years, and severe chronic renal failure/dialysis patient.

Event description:
As reported by a clinical specialist, a patient with a surgical inspiris resilia aortic valve 11500aj21 has been evaluated for a valve-in-valve procedure after an implant duration of approximately seven (7) years with sapien 3 ultra resilia valve due to severe stenosis and calcification. The patient presented with dyspnea attributed to the surgical valve dysfunction and was hospitalized for treatment. The patient has been temporarily discharged and is scheduled for treatment on beginning of next year. No additional information was provided by the reporter.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.